Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was documented in the initial medwatch report that the device was serviced and evaluated in switzerland. Upon further complaint review, it was determined that the device was serviced and evaluated in costa rica. Please note that the initial reporter information in section e has been updated to reflect the change of the initial reporter. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. A device history review was performed, and no non-conformances were detected for this device that are related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had low power. It was further determined that the device failed pretest for check the power with test bench at 6 bar: minimum 110 to 160 watt. It was noted in the service order that the device was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.